Event description:
It was reported the device was used during an unknown procedure. It was reported the ra320 was not forming clips properly. Another ra320 was opened to complete the procedure. There was no consequence to the pt.